Manufacturer narrative:
Result: the benchmark was fractured in the strain relief approximately 0.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the benchmark was broken in the proximal shaft, and leaked when flushed. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs when the device is improperly handled during preparation or use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a medical procedure using a benchmark delivery catheter. During the procedure, the physician notice leaking between the benchmark catheter and the sheath. The devices remained in the patient and were used the entirety of the case. There was no report of an adverse effect on the patient.